Event description:
It was reported that stent migration occurred. A 14x60mm, 100cm vici stent system was selected for use. Following pre-dilation, the vici stent was deployed in the proximal left iliac vein. Under fluoroscopy, a balloon was inserted for post-dilation. However, it was noticed that the stent had migrated to the inferior vena cava (ivc). When attempting to insert the balloon further, the stent then migrated further up the ivc until it reached the right atrium of the heart. A snare was used to retrieve the stent and remove it from the patient. A new vici stent of the same size was then deployed in the target lesion with no difficulties. The procedure was completed and the patient did well. Boston scientific (bsc) was only made aware of this event from the physician on april 12, 2021.